Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was in ICU for 5 days with diabetic ketoacidosis (dka) and was in ICU for 5 days, and is still in hospital at time of this call. The patient had not been using the animas pump received two years ago, was using a competitor pump until it died during the night of (B)(6) 2015. Patient initiated use of animas pump at that time but was not aware of the current settings, being unable to access her competitor pump and does not have an endocrinologist. They based rates on settings from 2 years ago and proceeded. Patient also alleges being very ill with bronchitis, severely stressed by family issues, blood pressure has been high and the antihypertensive meds were changed at time of incident. She also was not using her ifs per IFU (placing tubing in notch prior to loading insertion mechanism) and per investigation is changing them every four days. Troubleshooting by customer support found no potential cause of inaccurate delivery. Patient had set basal/temp basal settings incorrectly, and made changes to the basal program. This complaint is being reported as the patient experienced dka due to use error. .

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. Tdd history and basal history adds up correctly to the current basal setting programmed by the user. No alarm in the alarm history indicating an interruption in delivery. Investigation notes: flow accuracy testing performed on the pump; test passed with no delivery defects found. Unable to confirm complaint of inaccurate delivery. Observation: dates in the tdd/bb data are out of sequence; time & date manually changed on date of complaint (B)(6) 2015 18:40 to (B)(6) 2015 11:55. Bb data shows the pump was in use for 18 hours showing basal tdd to appear inaccurate. Basal history matches the tdd.